Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation the reported event could not be confirmed and the root cause could not be conclusively determined.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed presence of pvd/calcium at the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the "balloon ruptured when the physician was pulling back towards the arteriotomy". The device was removed and the patient was converted to manual compression for 6 minutes at which time hemostasis ws achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.